Event description:
The valve was implanted on 1/20/99 and explanted on 4/16/99 due to infection. At the time of explant, the doctor suspected a possible pin hole in the reservoir dome. He believes that if this was a product defect it could have contributed to the pt's system becoming infected.